Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced occlusion event on (B)(6) 2025. The blockage was at the site. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number, was submitted on 10-nov-2025. Upon completion of the investigation, the manufacturing date was updated as 10-feb-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6011640, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011640 was manufactured according to the work instruction (wi) version 120.0, in the line inset 06, on 10/feb/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5b00195 was manufactured according to the form-4905294 version 66.0 and manufactured in the machine sc01, on 07/feb/2025, with a total of (B)(4) units. The lot 5b00196 was manufactured according to the form-4905294 version 66.0 and manufactured in the machine sc01, on 05/feb/2025, with a total of (B)(4) units. The lot 5a06566 was manufactured according to the form-4905294 version 66.0 and manufactured in the machine sc04, on 30/jan/2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.